Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the customer administered manual injection and subsequently delivered a bolus via the pump which resulted in low blood glucose (bg) level of 52 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.